Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported 8100 module giving a 211.2000 error. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 211.2000. Based on the findings, technical support determined that the proximate cause of the reported issue - error is the logic board on unit needs to be replace.

Event description:
It was reported 8100 module giving a 211.2000 error. There was no patient involvement.